Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing and oversensing in a stored atrial fibrillation (af) episode. Data was sent for review and it was determined the anomalous sensing was due to an incomplete telemetry connection which was resolved approximately a week later with the next device interrogation. Appropriate sensing was noted on further remote interrogations. No adverse patient effects were reported.